Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely a communication error with the scope caused by a failure of the video connector socket led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had error code b30. The issue occurred during inspection. There were no reports of patient harm.